Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during the initial drain phase of peritoneal dialysis therapy. The home patient (hp) was connected. Troubleshooting determined the cause of the alarm was due to the patient connecting to patient line prior to the line being properly primed. The technical service representative (tsr) assisted the hp in clearing the alarm and reviewed proper procedures with the hp. The tsr assisted the hp in ending therapy and advised the hp to complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. However, connecting to the patient line prior to the line being properly primed is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed. The guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.